Manufacturer narrative:
The investigation confirmed that multiple, imprecise vitros psa quality control results were obtained while using the vitros eci analyzer. An ocd field engineer performed "as needed" maintenance and adjustments to the reagent metering and sample metering subsystems. Performance testing following service verified that the equipment was returned to expected operation. The assignable cause of the event is an instrument related issue.

Event description:
The customer obtained multiple, imprecise vitros psa quality control results (oncology control level 2 = 9.16 ng/ml vs. Expected result of 12.80 ng/ml; oncology control level 3 = 25.8, 26.5, 27.1, 25.0, 25.6, 25.9, 25.1, 25.2, 25.5, 25.5, 25.5, 25.3 ng/ml vs. Expected result of 37.0 ng/ml) while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report that patient samples were affected. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. Complaint number (B)(4).